Event description:
Per dealer, 3 flashing lights, right motor no output. Dealer stated she thought the consumer had slid out of the chair due to the motor problem, but wasn't sure. No injury mentioned